Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. All staples were placed and the test media was cleanly transected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigma resection procedure, the stapler was unable to fire. The surgeon was able to press the green button and press the handle. No staple line was made. Two reloads were used. A new instrument and reload were taken and used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler with reload was unable to fire. The surgeon was able to press the green button and press the handle. No staple line was made. Two reloads were used.